Manufacturer narrative:
The reaction monitor data for the lower results showed a slight increase at the start. A normal reaction was observed for the repeat results on the c702 system. Calibration was last performed on (B)(6) 2024 acceptable results. Qc was acceptable. Based on the calibration and qc data, a general reagent issue is not suspected. The field service engineer (fse) found the rinse unit was overflowing and performed adjustments. The fse replaced all of the reagent probes and a new reagent lot was started. Afterward, the customer had no further issues. The specific root cause could not be identified; however, the service actions resolved the issue.

Manufacturer narrative:
The ca2 reagent lot number is 79079501 with an expiration date of 30-jun-2025. The field service engineer (fse) identified an overflowing rinse unit and made adjustments. Qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for calcium gen. 2 (ca2) on a cobas 8000 c 702 module. The initial result was 4.86 mg/dl. The sample was repeated on the same module with results of 6.98 mg/dl and 5.38 mg/dl. The sample was repeated on a different c702 module with results of 7.39 mg/dl and 7.37 mg/dl. These results were believed to be correct. No questionable results were reported outside of the laboratory.